Event description:
The facility's biomed reported a discrepancy in the amount of heparin delivered to patient versus the amount the pump was set to deliver. This risk manager stated there was an over-infusion of a 500 ml container of baxter heparin # 00338055003 to a male patient on a ventilator being treated for cardiogenic shock, at about three times what it should have been. The risk manager stated the heparin infusion of 500 ml was started at 19:43 in 2008, and the colleague infusion pump was set at 18 ml per hours for delivery. The 500 ml bag of heparin was found empty at 02:45 in the next day. Pump showed 89.6 ml of heparin had infused since pump cleared at the shift change at 21:40 in the previous day. The risk manager did not know the amount of heparin infused between the 19:43 and 21:40 in the same day. The risk manager and the biomed of the facility stated that there was no patient injury although there was blood work drawn. The blood work drawn from patient was for partial thrombin times (ptt's) at 02:41 in the next day at 200 seconds, at 06:00 in the day at 118.4 seconds and at 13:25, at 38.8 seconds. Red blood cells (rbcs) were drawn at 04:00 in the event day at 5.2, at 04:00 in the next day at 4.9, at 05:00 in the next day .08 at 3.7 and at 04:40 in the following day at 3.6. The risk manager stated that she was not aware of any additional medication administered to the patient as a result of this event and stated the nurse indicated when they hurriedly tried to remove the tubing from the pump several times the failure code 802:20 came up on the pump. The risk manager stated that there was an incident report done on this event.

Manufacturer narrative:
Evaluation summary: the pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.